Event description:
Event: post implant intervention. Case details: a follow up four days post implant revealed a type I endoleak at the superior attachment system. In 2002, a stent was placed in the superior attachment system to resolve the endoleak. The patient was implanted with the endograft in 2002. A competitor's cuff was placed in the superior attachment system to obtain a seal. The patient was reported to have a tortuous and angulated superior neck with ectatic common attachment sites.